Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with over 400 units of insulin. However, after delivering some insulin, the insulin gauge decreased to 180 units which was a lower fill estimate that what the customer expected to observe. The customer reloaded the cartridge successfully and received an accurate fill estimate. Reportedly, the customer had delivered insulin but did not consume breakfast within the appropriate time and experienced a low blood glucose (bg) level of 62 mg/dl. The customer confirmed juice and food would be consumed to treat the low bg level.